Manufacturer narrative:
(B)(6). Section d4: UDI details are not available based on the time of manufacturing. Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in united states for a preventive maintenance, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the manometer of the subject device has failed the performance testing and was reading inaccurately. The subject device has passed the performance testing after replacing the manometer. Conclusion: we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.

Event description:
The subject, rd900aeu neopuff infant resuscitator was sent in for a preventive maintenance and a fisher & paykel healthcare (f&p) service technician in irvine has reported that the manometer has failed the performance tests. There was no reported patient involvement.

Event description:
The subject, rd900aeu neopuff infant resuscitator was sent in for a preventive maintenance and a fisher & paykel healthcare (f&p) service technician in irvine has reported that the manometer has failed the performance tests. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Correction: date received by manufacturer was corrected. Section d4: UDI details are not available based on the time of manufacturing. Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in united states for a preventive maintenance, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the manometer of the subject device has failed the performance testing and was reading inaccurately. The subject device has passed the performance testing after replacing the manometer. Conclusion: we are unable to determine the exact cause of the reported fault. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production.